Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Lab draw done immediately after meter reading on (B)(6) 2010. Coumadin dose held due to lab result.